Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider. It was reported that the patient originally got the device for retention and hypotonic bladder. It was reported that the sacral nerves stimulation did not help, so the patient was changed to a pudendal nerve lead and was seeing benefit. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) and from a healthcare professional (hcp) regarding a trial patient. It was reported that the patient felt like their voided volumes were decreasing. They had retention issues and noticed that they were not voiding as much as they were prior to the evaluation. There were no device issues reported.